Manufacturer narrative:
Sensory medical was made aware of the complaint on september 17, 2025. Sensory medical first received information in which this complaint was determined to be reportable on september 25, 2025. Sensory medical has received no response on whether locks were in use on the safety sheet at the time of the event. Sensory medical advised the family to discontinue use of the bed until a resolution could be reached. Sensory medical has followed up on september 25, 26, 29, 2025 and october 9, 2025 requesting clarifying information, additional pictures, and clarity on the damage and received no response. Therefore, no resolution has been reached. 250308m08 is the lot for the canopy. Review of manufacturing records confirms all inspections were performed and passed. 250116m16 is the lot for the safety sheets. Review of manufacturing records confirms all inspections were performed and passed. Multiple statements are made in the cubby bed user manual regarding safe use of the bed to prevent elopement and other safety concerns. Page 3 of the cubby bed user manual contains a warning for entrapment hazard. "To avoid dangerous gaps do not use this product without the safety sheets completely zipped and locked in place to the sidewall. Safety sheet with lock in place is always required." Page 3 of the cubby bed user manual contains a warning for "use the maintenance checklist in the manual to inspect the canopy, seams, zippers, electronic accessories, cords, metal frame, screws, slats, locks, and safety sheets every 30 days." Page 3 of the cubby bed user manual contains a warning for "if any damage is present, immediately discontinue use and contact cubby for repair or replacement." Page 5 contains a parts list, which includes the safety sheets and locks. Page 11 instructs to secure the safety sheet zipper to the loop on the canopy with the lock to prevent the patient user from removing the sheet. Do not use the product without the safety sheets zipped and locked in place. On page 15 "what happens if my cubby rips or I notice other damage? Please contact us right away. Only use your cubby bed when it is assembled correctly and is in safe working condition" page 15 assembly + care faq's includes description and use of the locks on the safety sheets and the technology hub zippers. Page 22 includes a monthly maintenance checklist, one check is: "safety sheet fabric, cord loop and zippers have no tears, rips or snags and lock is secured." On page 22 includes a monthly maintenance checklist, one check is: "each zipper on the canopy is functional and seams of zippers are intact." Page 22 of the user manual, maintenance checklist, describes discontinuing use of the bed if anything is damaged or missing. Additional investigation is needed, and sensory medical's root cause investigation is ongoing. There was no report of injury as a result of the event.

Event description:
Per parent, her 17 year old, 6 foot, nearly 200lb son damaged the safety sheet zipper on both the canopy side and on the safety sheet after 2 weeks of using the bed. The parents stated they became aware of the damage when they were alerted via their monitor that her son had eloped through the bed. She said her son had been escaping every day. Per parent, she has a second sheet that is undamaged. The parent confirmed her son has not been injured. The complainant provided three pictures of the unzipped safety sheet and canopy of the zipper ends where the locking loop is. Sensory medical could not identify the alleged damage in the pictures. There was no report of injury as a result of the event.